Manufacturer narrative:
Additional information: product evaluation: the lens was returned with solution, optic damage and was torn/cut into pieces. A lens bench evaluation was also conducted. The root cause could not be determined for the reported complaint of ¿exchanged¿. The lens was torn/cut into two portions similar in appearance to damage created when explanting a lens and had additional damage. Information provided by a health care professional indicated that there was not a product issue, however, the root cause of the exchange was not provided. Additional optic damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 19.0 diopter range for this specific lens model. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to an unknown reason. Additional information was requested.